Manufacturer narrative:
The clips remain implanted. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Based on the information available, there were not patient consequences related to the implanted clips. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: patient code 1802 was removed.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided which indicates that the patient death was related to heart failure. The patient was not hospitalized at the time of death and no treatment was provided. Per study physician opinion, the patient death is unrelated to the implanted mitraclips. Although the patient death, related to heart failure, is not related to the mitraclip devices, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This event is filed for patient death. It was reported that the patient underwent the mitraclip procedure on (B)(6) 2018, with implantation of two clips. The functional mitral regurgitation (mr) was reduced from severe grade to mild. On (B)(6) 2019, the patient died. No additional information was provided.